Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis, including a visual and an electrical inspection. The analysis revealed a rubbed through insulation at the proximal area of the lead. At this position, the conductor cable to the rv shock coil was found fractured. This damage can be considered as the root cause of the high shock impedance values mentioned in the complaint description. Based on the characteristics and location of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the ICD can. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed a deformation of the rv shock coil which occurred most likely during the explantation procedure. The analysis of the ICD and the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that it was impossible to interrogate the ICD about two years after the implantation. The shock impedance measured during the revision was over 200 ohms. Lead insulation damage was suspected. The even stated this system was implanted for one year, but the provided dates indicate it was implanted two.